Event description:
No primary stability. Perforated sinus membrane (torn). Successfully sutured, but a small false movement torned it again. Impossible to suture again. Took out the implant and closed flap.